Event description:
It was reported that a stent graft device failed to deploy in a fistula in the lower arm, just below the elbow. The vessel had been predilated and then the procedure was done sheathless. There was no calcification noted in the vessel, but the intended site was around a corner. The device did deploy about half way but then the physician met with a lot of resistance, and he was concerned it might break. He removed the stent and completed the procedure with another stent graft without any difficulty. Once the procedure was completed, the tech tested the original device on the back table and the blue part of the catheter actually did break when trying to deploy. There was no reported injury to the pt.

Manufacturer narrative:
The sample has not been returned for eval to date. Based on the info received, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use. Fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.